Event description:
Occurrence of toxic shock syndrome. Procedure septoplasty + cit. Surgery date: (B)(6)2011. Twenty four hours post-op pt developed loose stools and abdominal pain. Pt had hypotension, acute renal failure and liver failure. Pt went to itu and was treated for toxic shock syndrome. Pt had septicaemia with the blood cultures. After treatment, pt became stable.

Manufacturer narrative:
The product has not (yet) been received for investigation. If further info is obtained, a follow-up report will be completed.